Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient became agitated and displaced the impella from the left ventricle into the aorta. The physician was advised to remove slack, but physician declined to remove the slack. The pump then advanced too deep into the left ventricle and had suction issues. The p level on the impella was decreased significantly to resolve suction issues and care was withdrawn.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.